Event description:
It was reported that during induction of the anesthesia, the vaporizer started to smell and emitted smoke. No person impairment occurred.

Manufacturer narrative:
The device has been forward for investigation to the original equipment MFR. The results will be reported in a follow up report.